Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchor was used as an accessory device for the endovascular treatment. It was reported that after the endoanchor was deployed, it was found to have fractured. A small fragment of the endoanchor appeared to have broken off after deployment. The fractured endoanchor migrated proximally and remained in the descending thoracic aorta for the remainder of the procedure. After several unsuccessful attempts to snare the fragment, the physician elected to close the patient without retrieving the fractured endoanchor. The patient has not and will not receive treatment. The physician will do a follow-up CT. Per the physician the cause of the event cannot be determined. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Additional information was received reported that a total of five endoanchors were used during the procedure, four which were successfully deployed and one that fractured. No planned follow up CT has been scheduled. Film review two still angiograms were returned from an unknown study date. Both images confirmed that a possible metallic fragment, most likely from an endoanchor, was visible in the patient¿s thoracic aorta. The fragment is seen with the proximal end (¿cross-bar¿) in full view, and appears to be approximately 1 full turn in length, and likely fractured near the weld. Other than a possible snare or transducer seen near the fragment, and no other implanted stent grafts or the abdominal aorta were visible in the images provided. The films were non-contrast and no scale was seen on the films; therefore, no assessment of the precise location of the fragment relative to the patient¿s anatomy could be performed, and no measurements of the anchor could be made. The cause of the anchor fracture could not be determined from the limited images provided. The anatomy is unknown, and pre-implant films and complete angiograms during implant were not available for review. It is also unknown what endovascular device the anchor was implanted into, the location of the implant, and during what portion of the anchor implant procedure did this event occurred. No other anchor implant issues were reported. Pending return of additional information and planned CT f/u results, including possible return of CT¿s. Possible causes of the anchor fracture include improper apposition, implanting into the highly angulated/calcified anatomy, excessive catheter torque build-up, engaging multiple fabric layers, and excessive unsupported applier; none of which have currently been reported. If information is provided in the future, a supplemental report will be issued.